Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2020. Patient suffered pain, stiffness and tightness in flexion. The keel shifted posteriorly and there was lucency anteriorly. Revised on (B)(6) 2021. (B)(6).